Event description:
During planned angiogram and intervention balloon fractured off. Attempts were made by dr (B)(6) to retrieve the product. Unable to retrieve. Called (B)(6). Pt taken to operating room for retrieval of foreign body with admission to ICU. FDA safety report ID# (B)(4).